Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with flap striae in left eye post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Flap was refloated. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.75 x -2.00 x 1. Left eye pre-op 20/25 -.50 x -1.50 x 16.